Event description:
It has been reported to philips that the wireless footswitch was not working. The wi-fi led was flashing red, which indicates a loss in the wireless connection. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
The philips service engineer inspected the system onsite and replaced the wireless footswitch battery. The wireless connection was re-established when the service engineer removed the old battery and inserted the new one. When the battery is removed, the power to the footswitch is removed which resets the software. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction ((B)(4)).